Event description:
It was reported that the patient presented in clinic for follow up. The pacemaker showed premature battery depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿premature discharge of battery¿ could not be confirmed. The device was received at elective replacement indicator level. The device was then programed to nominal settings for the remainder of the analysis. Electrical testing indicated normal device characteristics. Battery assessment showed the device at elective replacement indicator level due to normal usage and autocapture being enabled. Longevity assessment showed normal battery depletion.